Event description:
On 26-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 700 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported to the hospital by a caregiver, where the user was admitted, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin and IV fluids. Review of available information indicates the user experienced prolonged hyperglycemia for approximately 12 hours prior to hospitalization while using the ilet. Although the user suspected a cracked insulin cartridge, this could not be confirmed. Engineering log review was limited due to loss of date and time integrity following a prolonged power-off state; however, available data did not demonstrate abnormal device behavior, and the ilet appeared to be functioning as intended. Clinical assessment suggests the event was most consistent with insufficient insulin delivery along the infusion set pathway, combined with failure to transition to backup insulin therapy or follow a ketone action plan during sustained hyperglycemia, rather than a device malfunction. Based on the available information, the event was attributed to non-device-related therapy management factors. If additional information becomes available, a supplemental MDR will be submitted.